Event description:
Anaphylactic shock [anaphylactic shock], blood pressure decreased [blood pressure decreased], erythema on upper body [erythema], facial swelling [swelling face]; could not open eyelids [eyelid function disorder]. Case description: spontaneous report was received on (B)(4) 2012 from a physician regarding a (B)(6) female pt, initials unknown. The pt's medical history was not provided. On (B)(6) 2012, the pt had caesarean section and one sheet of seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane was placed on the uterus. About 10 minutes after the placing, the pt developed erythema on upper body, facial swelling and could not open eyelids. Her blood pressure decreased to 70's mm hg and she was diagnosed with anaphylactic shock. The pt received treatment with dopamine hydrochloride in order to keep blood pressure. She was administered chlorpheniramine hydrochloride for 8 hours to manage her condition. On (B)(6) 2012, all the events resolved. On (B)(6) 2012, drug lymphocyte stimulation test was performed for seprafilm, the measured value of which was 408 (180 for control). Stimulation index was positive at 226 percent (positive: more than 181 percent). The reporting physician assessed the event of anaphylactic shock as life-threatening. The company assessed the event of blood pressure decreased as medically significant. Concomitant medications were not provided. The intensity for the event of anaphylactic shock was assessed as severe and for the events of blood pressure decreased, erythema on upper body, facial swelling and could not open eyelids was not provided. The reporting physician assessed the relationship between seprafilm and all the events as definite.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.